Event description:
On (B)(6) 2012, a customer contacted beckman coulter inc. (Bec) to report that the manual sample probe of the coulter lh 750 hematology analyzer has been leaking a small amount of cleaner. The customer indicated that the leak has occurred over for the last two days ((B)(6) 2012). The leak was not contained in the instrument. The operator was wearing a lab coat, face shield and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no impact to patient results.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 and checked the blood sample valve (bsv) and noticed that the cap/lever was not aligned properly on the bsv shaft. The bsv cap/lever was realigned, which corrected the leak. During verification, the fse noticed that the retic scatter was very inconsistent. The fse ran latron in service mode and was unable to stabilize the retic scatter. The fse indicated that a new ls preamp will be ordered and the fse will return to install it. The failure mode of the leak is related to a misaligned bsv cap/lever. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).